Event description:
A maxi move lift was being used by caregivers to transfer a larger female resident from bed to another bed. No fall/drop reported, but resident later complained of pain and it was determined that there was an injury to their hip. Reference MFR number: 9611530-2013-00117.